Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. A review of the alarm trace showed sample quality related alarms, including sample foam detection, sample clot detection, an short sample. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys ferritin on a cobas e 801 analytical unit. The first sample initially resulted in a ferritin value of 39 ng/ml. The sample was repeated twice, resulting in ferritin values of 9.25 ng/ml and 9.44 ng/ml. The second sample initially resulted in a ferritin value of 63.3 ng/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in ferritin values of 47.9 ng/ml and 39.3 ng/ml. The third sample initially resulted in a ferritin value of 98.4 ng/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in ferritin values of 26.9 ng/ml and 24.9 ng/ml. The fourth sample initially resulted in a ferritin value of 18.1 ng/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in ferritin values of 27.3 ng/ml and 29.5 ng/ml. The fifth sample initially resulted in a ferritin value of 28.2 ng/ml on (B)(6) 2025. The sample was repeated three times on (B)(6) 2025, resulting in ferritin values of 40.4 ng/ml, 14.1 ng/ml, and 14.5 ng/ml.

Manufacturer narrative:
The customer provided data for 11 additional patient samples with discrepant ferritin results (samples 6 - 16). Sample 6 initially resulted in a ferritin value of 20.4 ug/l on (B)(6) 2025 and it was repeated three times, resulting in values of 14.0 ug/l, 7.59 ug/l, and 7.33 ug/l. Sample 7 resulted in ferritin values of 110 ug/l and 177 ug/l on (B)(6) 2025. Sample 8 resulted in ferritin values of 10.9 ug/l and 34.5 ug/l on (B)(6) 2025. Sample 9 resulted in ferritin values of 69.8 ug/l and 108 ug/l on (B)(6) 2025. Sample 10 resulted in ferritin values of 30.9 ug/l and 49.7 ug/l on (B)(6) 2025. Sample 11 resulted in ferritin values of 18.2 ug/l and 27.7 ug/l on (B)(6) 2025. Sample 12 resulted in ferritin values of 44 ug/l and 90 ug/l on (B)(6) 2025. Sample 13 resulted in ferritin values of 14.5 ug/l and 39.9 ug/l on (B)(6) 2025. Sample 14 resulted in ferritin values of 17.1 ug/l and 53.5 ug/l on (B)(6) 2025. Sample 15 resulted in ferritin values of 23.5 ug/l and 37.6 ug/l on (B)(6) 2025. Sample 16 resulted in ferritin values of 10.3 ug/l and 52.8 ug/l on (B)(6) 2025. The investigation could not identify a product problem. The cause of the event could not be determined.